Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: was more plume than normal. Was there any burn to the patient or to the user? No. Did the tissue pad melt? ( pictures show the pad being loose, but not fallen off the clamp arm; and another photo of the groove). I was not in the procedure. I was just told the pad melted off. When I saw the device the pad was missing altogether or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) I was not in the procedure. I was just told the pad melted off. When I saw the device the pad was missing altogether if yes, did any piece fall into the patient? No. Was the piece retrieved? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, during the end of the procedure the device became extremely hot because the white pad burned off. The case was nearly complete when they stopped using the device and were able to finish with a bovi. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90w6j. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no heat damage associated with the reported issue was found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reported smoke was generated by the tissue pad being melted. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint